Manufacturer narrative:
(B)(4). Ordered a replacement dual firm plush mattress. Confirmed with customer that she did receive her new mattress which was delivered on (B)(6) 2017. Customer is satisfied, no further assistance is needed. The mattress was destroyed on site to prevent potential contamination.

Event description:
Customer states the mattress sags in the middle. Customer confirms she "rotates mattress every 6 months". Customer states "she fell out of the bed while attempting to roll out of bed" 3 times, about a month ago. Customer can not provide exact date and confirms that no serious injuries were sustained and that medical attention was not needed.